Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged exposure to moisture found on (B)(6) 2022. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical boards, force sensor, motor, and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, corroded battery tube, and minor scratches on lcd window. Blank display confirmed due to moisture damage. Exposure to moisture was confirmed on the electrical boards, force sensor, motor, and corroded battery tube.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The product will be returned for analysis.